Event description:
The patient reported that while in labor the doctor attempted epidural four times and patient never experienced pain relief; continued to rate pain 10/10. A new epidural was placed by a certified registered nurse anesthetist. She also changed out tubing and epidural bag. When changing the epidural tubing, it was noticed that the medication was not infusing through the epidural tubing like it should. After this last attempt the patient was comfortable, and her pain was 0/10 for delivery.

Manufacturer narrative:
A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. No product was returned; therefore, no visual and functional tests were performed, the reported complaint could not be confirmed, and the root cause could not be determined. If the product is returned, the manufacturer will reopen this complaint for further investigation.